Manufacturer narrative:
Product analysis the device was returned loaded in a 6fr introducer sheath. The balloon detached at the proximal end of the balloon and the distal section of inner detached under the balloon bond. The detached portion of the balloon and the detached section of the inner were returned and the markerbands are present on the inner. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use an evercross to treat a calcified lesion in the right mid distal iliac artery - common. Degree of tortuosity was little. Degree of calcification was severe. Lesion stenosis was cto (chronic total occlusion-100%). A 6 fr non-medtronic sheath was used. A non-medtronic 035 guidewire was used. Embolic protection was not used. Balloon was inflated with a non-medtronic inflation device. Saline/contrast mix inflation fluid was used. Device was prepped per IFU with no issues. The device did not pass through a previously-deployed stent.  Resistance was not encountered when advancing the device. Excessive force was not used. The lesion was crossed with mild difficulty and pre-dilated with a 4x60 evercross with no issues. The 7x40 evercross was then inserted and it is reported that the balloon burst at 7 atms on first inflation. There were removal difficulties upon deflation and the catheter and balloon were not able to be removed. Negative pressure was then applied to balloon again where it was found that balloon had ruptured. A break/fracture occurred at the balloon catheter tip. The catheter was then able to be removed through 6 fr sheath, but balloon, and tip of catheter remained in body. The sheath was upsized to 8 fr and removal was tried again with no success. Surgical intervention via cutdown on the common femoral artery was necessary to remove 2 pieces of balloon/catheter from body. Balloon material and catheter pieces were then removed. All fragments were retrieved.